Manufacturer narrative:
Additional suspect medical device components involved: mode: # sc-2218-70; serial # (B)(4); description: linear st lead kit 70 cm.

Event description:
A report was received that following a revision procedure (see MFR report # 3006630150-2020-00596) the patient was experiencing mild paralysis on the right side of her body. The plan was to implant a paddle lead but due to scar tissue, the paddle lead could not be placed. Two percutaneous leads were tried but then the patient's paralysis symptoms occurred. The leads were cut, removed but the tails were left inside the ipg which remained implanted. The patient regained muscle strength on the right side after removal. The physician attributes the event to some compression on the spinal cord and significant scar tissue that was encountered during the surgery which made the lead placement difficult.